Manufacturer narrative:
Analysis of lead product: 3889-28, s/n: (B)(4) revealed that insulation broken between connectors #0 and #1 (at edge of connector #1), 1.2cm from proximal end.

Event description:
Product analysis is available now.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The manufacturing representative via healthcare professional (hcp) reported that the electrodes pulled apart on the proximal part of the lead exposing the lead wires. It was appeared to be manufacturing defect. Hcp used a new lead from my trunk stock to replace the damaged lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.